Event description:
During dialysis, pt complained of not feeling good. A blood sample drawn for potassium was reported hemolized. A second sample was drawn and reported hemolized. Dialysis was discontinued. Pt was admitted to hospital. Dialysis performed in 2001, with improvement seen the next day. Pt was well enough to release, but was kept 2 more days and dialyzed prior to discharge. The pt was given no new restrictions but is chronically ill on is somewhat restricted because of that.